Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking solo valve is inconclusive because the failure could not be replicated. One 4 fr powerpicc solo was returned for evaluation. An initial visual observation revealed little use residues throughout the returned catheter. A functional test of charging the catheter with water using a 12 ml syringe and suspending the catheter upside down revealed no leaks through the solo valve; however, it is unknown whether clinical conditions or factors may have contributed to the alleged failure. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported blood leakage when inserting the catheter, valve not closing. When placing the PICC, spontaneous blood return after flushing the catheter, as if the valve doesn't close properly. The same thing happened with 5 catheters in the same batch. No other information was provided. This report addresses all five devices.